Event description:
The left internal carotid artery aneurysm was successfully treated with stent assisted coil embolization. Approximately one year post procedure, the pt suffered a transient ischemic attack (tia) that was successfully treated with medication, type and dose were not disclosed. The event was reported to be resolved the same day with no residual effect. The pt had been taking 75mg of plavix daily since discharge after the index procedure. The etiology of the tia was unk but the physician related the event to the stent placed during the index procedure. No further info was provided.

Manufacturer narrative:
Other for no allegation of product malfunction or non conformance to the reported event.